Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 9 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(4)-2010 19:31:37 and (B)(4)-2011 15:35:52. 1 - patient alert for out of tolerance subthreshold impedance on (B)(4)-2010 19:36:01.

Event description:
It was reported that there were sensing difficulties on the right ventricular lead. There was intermittent undersensing and t wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.